Event description:
Boston scientific received information that pericardial fluid built-up was noted due to perforation. It was observed on x-ray from frontal and side view that the position of implantable cardioverter defibrillator (ICD) lead was normal at apex. Perforation was not confirmed however, built-up of pericardial fluid was clearly distinguished. A revision procedure was performed to reposition the right ventricular (rv) lead . The rv lead was positioned at inflow side of apex thus, pericardial built-up was observed to have significant decrease. No compromised hemodynamics was observed. This rv lead remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.